Event description:
It was reported that numerous episodes are oversensing and undersensing with dimished r wave amplitude causing false pause and atrial fibrillation (af) episodes detected from the implantable cardiac monitor (icm). The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.